Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: customer service received a request for a replacement of ref 0502-104-030 the optic was sent to the customer on 30/09/2022 additional information from customer: "I don't have much information about the optics: it has been reported to us: blurred image. We have no feedback on the impact on a patient . The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) improper cleaning/sterilization (2) damaged during transport (3) broken rod lens . The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.